Event description:
Patient tested 3.7 inr on coaguchek xs plus system 1, and 2.1 inr on coaguchek xs plus system 2. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.